Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while extracting restoration modular stem using the flap hammer, the part that threads into the implant broke off. There was 1.5 hrs delay in surgery. Additional clarification: this event did not occur during revision surgery. Below is an explanation from the sales rep. As per your inquiry, while this prosthesis is typically used in revision scenarios, in this case, we used it in a primary hip in treating a hip fracture. We went in hoping to use a primary hip prosthesis/bipolar but when we looked at the fracture, it was determined that there was not enough calcar remaining. We therefore went with the distally loaded, calcar replacing prosthesis.

Manufacturer narrative:
An event regarding crack/fracture involving a mcreynolds impactor adapter was reported. The event was confirmed. Visual inspection of the device indicates that it is fractured. The threaded portion of the device fractured completely and broke off. Material analysis indicates that the device fractured due to off-axis overload. The material analysis report concluded: ¿the adapter fractured in a mixed mode overload fracture, caused by the application of an off-axis overload. The fracture initiated at the root diameter of the first thread closest to the adapter body. The eds spectrum of the material was consistent with the custom 455 stainless steel alloy and the material hardness was approximately hrc 51. No material or manufacturing defects were observed on the fracture surfaces examined.¿ device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the fracture of the threaded portion of the mcreynolds impactor adaptor which resulted in a delay of surgery. The cause of the event is the application of an off-axis overload.

Event description:
It was reported that while extracting restoration modular stem using the flap hammer, the part that threads into the implant broke off. There was 1.5 hrs delay in surgery. Additional clarification: this event did not occur during revision surgery. Below is an explanation from the sales rep. As per your inquiry, while this prosthesis is typically used in revision scenarios, in this case, we used it in a primary hip in treating a hip fracture. We went in hoping to use a primary hip prosthesis/bipolar but when we looked at the fracture, it was determined that there was not enough calcar remaining. We therefore went with the distally loaded, calcar replacing prosthesis.